Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the square nut fell off the right side recline handle resulting in the handle falling off the chair.